Event description:
(B)(4). Same case as: 2134265-2012-08478, 2134265-2012-08479, 2134265-2012-08480, 2134265-2012-08481. It was reported that post a coronary stenting treatment procedure, the patient underwent intervention and expired. In (B)(6) 2012, the patient was referred for cardiac catheterization. The de novo lesion 1 was located in the distal left anterior descending (lad). The lesion was 95% stenosed, 2.25mm in diameter and 14mm long. The lesion was treated with direct placement of two (2.25x16mm, 2.25x16mm) promus element plus stents. Following post dilation, residual stenosis was 0%. The de novo lesion 2 was located in the mid lad. The lesion was 90% stenosed, 2.25mm in diameter and 12mm long. The lesion was treated with direct placement of a 2.25x20mm promus element plus stent. Residual stenosis was 0%. The de novo lesion 3 was located in the proximal lad. The lesion was 80% stenosed, 2.75mm in diameter and 10mm long. The lesion was treated with direct placement of a 2.75x16mm promus element plus stent. Residual stenosis was 0%. The de novo lesion 4 was located in the ramus. The lesion was 90% stenosed, 2.25mm in diameter and 18mm long. The lesion was treated with direct placement of a 2.25x24mm promus element plus stent. Residual stenosis was 0%. The patient was discharged the next day on aspirin and ticagrelor. One day post discharge, the patient presented due to back pain and sinus bradycardia and was hospitalized. There appeared to be thrombus versus dissected plaque from recent intervention in the left main coronary artery (lmca) which was treated with thrombectomy and balloon angioplasty of the lmca lad and ramus/ left circumflex (cx). The patient received 5 direct current cardioversion attempts with temporarily successful restoration of sinus rhythm. The patient was placed on IV pressors and received cardiopulmonary resuscitation (CPR) requiring emergency endotracheal intubation and mechanical ventilation. The patient was taken to the catheterization lab urgently which revealed a thrombus in the left main with high-grade obstruction. The patient was given a cardiac assist device for hemodynamic assistance. Percutaneous coronary intervention was attempted but the patient was hemodynamically unstable. Salvage angioplasty was performed to treat the event and was unsuccessful. The patient expired of cardiogenic shock due to an acute left main occlusion post recent coronary angioplasty.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that two days post index procedure, the patient presented due to severe chest pain radiating to the back and sinus bradycardia, and was hospitalized on the same day. He had multiple episodes of ventricular tachycardia, hypotension and transient asystole. ECG revealed a rbbb and stemi. The patient was very unstable from a cardiac rhythm standpoint and hemodynamic standpoint. Following further resuscitation and after obtaining a relatively stable blood pressure and pulse with intubation, a cardiac assist device was placed across the aortic valve without difficulty and maximum hemodynamic support was initiated. The thrombotic occlusion of the left main with little flow into the lad, left circumflex and ramus intermedius were treated with mechanical thrombectomy and balloon angioplasty. The patient was given heparin and abciximab. In spite of prolonged effort to achieve coronary patency, the patients hemodynamic status continued to deteriorate with intermittent need for cardiopulmonary resuscitation. Per death certificate, the primary cause of death was myocardial infarction and no autopsy was performed.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).